Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that troubleshooting via telephone occurred to check the mechanical damage near to the dip switch. They rebooted the image acquisition system (ias) with no resolution. The system was not able to move gantry to docking position. The gantry was physically closed but the pendant showed gantry open. No patient was present at the time of the event.